Event description:
Terumo runthrough wire, used for coronary intervention, came out of the package with the tip bent/unusable, is supposed to be straight. This has happened on multiple occasions, delaying pt care. We have also had a problem with the terumo glidesheath, the tip of the sheath does not have the hole completely punched out or the edges are not smooth. This too has been on multiple occasions. Both issues were to be a mfg problem which we have addressed with the sales reps many times. They both are pt safety concerns. Thankfully, we caught them prior to entering the pts body.